Manufacturer narrative:
The customer reported three potential lot numbers: ur18c14021, ur18f17068, ur17g22026. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer slip on the interlink system t-connector extension set was difficult to connect and difficult to maintain while connecting to the patient¿s angiocatheter. The customer tried to use simultaneous push and twist technique. There was patient involvement, but no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: all of the information in this report was included in manufacturer report number: 1416980-2018-05955. Therefore, this report is being closed/cancelled as a duplicate record. Should additional relevant information become available, a supplemental report will be submitted.